Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0799 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redt0799) have been reported from the same facility.

Event description:
It was reported "notified PICC line broken at home.¿ no other information was provided.